Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a "check clutch plunger lever" error. No injury was reported.

Manufacturer narrative:
One pump was returned for evaluation. Visual inspection of the pump found the pump in poor condition with the top case chipped and cracked and the bottom case cracked. A review of the event history log found that there was a check clutch/plunger error in the history. Functional testing of the pump involved flow testing and found that the pump would go into a motor not running error. The reported issue was unable to be replicated. It was observed that the clutch was loose. Based on the evidence, the root cause of the issue was unable to be determined.